Event description:
The customer stated that her meter was reading in mmol/l. She estimated how much medication to take due to the mmol/l readings, but did not allege any adverse events. The customer was able to reset the meter to mg/dl, and no product will be returned for evaluation.